Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in clinic for right ventricular (rv) and right atrial (ra) lead revision. Upon review of records, it was noted that the rv lead exhibited high pacing impedance, high capture threshold, and r-wave amplitude variation and the ra lead exhibited inappropriate automatic mode switch due to noise over-sensing. During revision procedure, a part of the papillary muscle head was found to be stuck on the rv lead tip. Echocardiogram was performed and found that the septal aspect of the tricuspid valve was absent. It was suspected that the rv lead had pierced through the septal leaflet of the tricuspid valve at initial implant procedure. The full system, including the ra lead and rv lead, was explanted. The patient's tricuspid valve was repaired on (B)(6) 2024 and the full replacement system, including the ra lead and rv lead, was implanted later on (B)(6) 2024. Patient condition was stable pre, and during the explant. The patient was recovering since the replacement.